Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, raised and swelling, inflammatory response, including being sore are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with of juvéderm ultra xc in the lips, lateral lips and bottom lip. Patient had normal post injection care and reactions that consisted of some swelling and bruising with no following reactions until the patient was reviewed about 2 months later. Patient had presented with raised and swollen mid to lateral left top lip which looked like a possible reaction to old filler (teosyl). On palpations, the patient's lips felt like they have an had inflammatory response but no specific balling up of product. Prior to being reviewed, the patient had taken ibuprofen and antihistamines. The area was also a bit sore so that patient was treated with panadol. After consulting with another physician, the patient then had the product dissolved minimally with hyaluronidase mixed with saline and 2% lidocaine. Patient had some swelling with minimal bleeding from the hyaluronidase treatment. Patient was then given flucloxacillin and advised to obtain a prescription for flucloxacillin or erythromycin. Symptoms associated with the juvéderm ultra xc had fully resolved 2 days later, but the patient still had tiny little lumps on the underside of their lip from the old filler (teosyl). Healthcare professional did not feel the event was due to juvéderm ultra xc and that it was actually an extreme viral cold sore case or it was a result of their previous filler, teosyl, that was injected at another clinic. The reason for this thought was that swelling resolved very quickly with antibiotics and rest. Patient had not been bothered by the lump from the old filler and it was left.